Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm reading was 110 mg/dl and there was no bg taken. The patient felt that he was experiencing hypoglycemia and lost consciousness. The wife assisted the patient and gave him a bottle of cola 500 ml and some gummy bears. After the treatment the patient recovered. After one hour the cgm reading was 400 mg/dl and the patient self-treated with 12 units of insulin. After treatment he was good but felt only a bit tired. The patient provided an additional reading of bg 160 mg/dl and cgm 110 mg/dl from another day within this same sensor session. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.